Event description:
It was reported by the patient that "it still hurts around his device area" and asked "shouldn't it be healed by now?" The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.